Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that the vitrectomy probe did not have good suction and had constant occlusion issues during the surgery. The procedure was completed with no pt harm. Add'l info has been requested.